Event description:
It was reported that this patient with this right atrial (ra) lead reported for a cardioversion. Upon interrogation of the device, it was determined that this ra lead exhibited undersensing. This patient had presented in an atrial flutter at approximately 100 beats per minute. This patient was successfully cardioverted to resolve the atrial flutter. This ra lead was still undersensing p waves post cardioversion, so the device was reprogrammed to overdrive pace in the atrium. Per the physician, no other programming changes would be made, and the physician does not plan to revise lead. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.